Event description:
It was reported that no capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable but was reported to have a myocardial infarction (mi) while on the table. A heart catheterization was performed right away, no other intervention was necessary. The physician did not allege the rv lead was the cause of the no capture threshold or mi. The patient was recovering.